Event description:
Philips received a complaint on the heartstart mrx indicating that the defibrillator plates need to be replaced. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The device remains at the customer's site. No further action is warranted at this time.